Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated insulin would leak out at the end of the cartridge when it's removed. The reporter stated that this issue has occurred a year ago and with only a certain lot of cartridges. The leaking cartridge issue has been reportedly rare in the last 10 years. There was no reported adverse event associated with this complaint. This complaint is being reported due to the reported leaking cartridge issue.